Event description:
It was reported that, "during the tha, when the surgeon was using the straight driver shaft, the tip broke in the screw head and he could not remove it from the screw head."

Manufacturer narrative:
Summary of eval: a visual inspection of the returned device showed the tip had fractured off. This confirms the reported event. A review of the device mfg history records indicate all devices were accepted into final stock with no reported discrepancies. A review of the product experience reporting database indicates there have been previous similar reported events. The root cause of these reported events was determined to be a design issue and customer misuse. The results of the previous similar reported events indicated that the tip of this driver deformed due to torsional overload. This failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. The root cause was presumed to be customer misuse. Should add'l relevant info become available, the eval summary will be submitted in a supplemental report.